Event description:
Staff stated bed in hall could not get head to raise. No injury reported.

Manufacturer narrative:
Technician found that the head would not raise. Isolated the problem: lower cover was activating lh CPR lever. Replaced the affected parts to resolve this issue.